Manufacturer narrative:
Updated fields: e3 is non-healthcare professional. The device was returned to olympus for evaluation and the customer's allegation of image misalignment was confirmed. Additional defects were also discovered; .deterioration and dirt on the cable, buttons and casing. A definitive root cause cannot be identified for these issues. There is no repair history of the current product within the past 12 months from the date of occurrence of the complaint in question. A device history review (DHR) review was completed, and no issues were identified. A labeling review was conducted and it was confirmed that the risk/hazard the above issues are described in the IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited dirt on the cable, buttons, and casing. There were no reports of patient involvement.